Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications, most likely underline root cause: (B)(6) user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: fatigue. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition improved and to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer; customer resides in an assisted living facility. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is below 300 mg/dl. Customer was not using the proper testing technique (alcohol). At the time of the call the customer reported feeling fatigued; medical attention was not needed at the time. The product is stored according to specification in a file cabinet located in the staff office area. The test strip lot manufacturer¿s expiration date is 11/24/2021 and test strips were opened a few weeks prior to call. During the call, a back to back blood test was not performed by the customer with test strip lot mx4247s. The meter memory was reviewed for previous test result history: (B)(6).